Event description:
The customer contacted stryker to report that their device had a delay before delivering a shock and other times it would not shock at all. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker determined that the cause of the reported issue was use error as the user was rapidly pressing the shock button while in sync mode instead of holding it until the shock was delivered.

Event description:
The customer contacted stryker to report that their device had a delay before delivering a shock and other times it would not shock at all. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.